Event description:
The customer reported that the system shut down in the middle of a case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were replaced: sbc battery, sbc power cable, system interface pcb, and the video controller to image processor cable. Additionally, the system were reset. The system was then found to be operating as intended.